Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3937512 and product code tvtrl. No additional information is available. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that patient underwent a sling procedure on (B)(6) 2021 and the mesh was implanted. It was reported that the patient experienced pain in pelvic area following the implantation of the device. It was also reported that there was no improvement in stress leakage. It was reported that the patient had the device removed on (B)(6) 2021 and was found to have mesh exposure intraoperatively.